Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Blood glucose level at the time of incident was 27.4 mmol/l. Customer stated they had insulin flow blocked alarm and performed fill tubing, insulin exited. The troubleshooting was performed. The insulin pump will not be returned for analysis.